Manufacturer narrative:
The impella device was not received from the customer as it was discarded. Therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿

Event description:
The complainant reported the impella 5.5 inlet cage completely separated from nitinol cannula during explant of device after a successful wean. Inlet cage was able to be removed from conduit without further surgical intervention. No reported adverse effect to patient. The device was not saved for investigation. The support had been a successful 4 day support with the 5.5 after escalation from the impella cp.

Manufacturer narrative:
The investigation into the reported product damage (detached inflow/outflow - peripheral vessel) has been completed since the original report was filed. Pump was not returned for investigation. According to clinical records, the inlet cage was detached from the cannula while removing the impella. The cause of the product damage-detached inlet cage issue was not determined since product was not returned and sufficient clinical information was not provided.